Manufacturer narrative:
Product event summary: analysis confirmed that the output connector assembly was broken. It was also found that the hanger assembly was contaminated. It was also found that one self-test error was repeatedly present in the error logs, so the micro processor unit (mpu) was replaced as a preventative measure.

Event description:
It was reported that the atrial and ventricular ports on the external pulse generator (epg) were damaged. The epg has been returned for service. There was no patient involvement.